Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. The primary complaint was confirmed during archive review. A "warning 1 - low battery warning" had occurred on the reported date of event with two autopulse lithium ion batteries (s/n: (B)(4)); the batteries were not returned with the platform; however, have been requested for evaluation. Autopulse lithium ion battery (s/n: (B)(4)) was returned with the platform, but was not used at the time of event. The returned battery failed to fully charge in the multi chemistry charger and displayed three amber leds, indicating the battery exceeded its 3 years service life. Additionally, when used with the returned platform, the battery failed during compression. The problem appeared to be the faulty battery. Visual inspection was performed and found the battery lock missing. During functional testing, a good known reference autopulse lithium ion battery was used to test the platform. The platform passed testing with no faults found. The autopulse platform is a reusable device and was manufactured in 2015. Additional repair and update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The battery lock was replaced and the power distribution board was updated. The platform passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed a "battery fault" message during patient use. The reporter clarified he was not on the scene when the event occurred; however, was relayed some information regarding the product issue. The reporter indicated the platform worked for approximately 2-3 minutes, then displayed the "battery fault" message. The responding team immediately replaced the battery. Despite using the secondary battery, the same error message occurred a minute later. Ultimately, manual CPR was performed. Per reporter, the responding team returned the batteries and the platform to the station to be checked. The battery indicator to both batteries showed they were fully charged. Since a secondary autopulse platform was not available, the batteries could not be tested. No patient information was available. There is no known impact or consequences to the patient.